Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and contamination was found under the contrast button contact. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, a torn keypad was observed while all the buttons responded properly. Removal of the keypad cover found contamination under the contrast button contact. In addition, the pump powered up to a dim and discolored verify screen with appropriate audio/vibration alerts.